Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) mentioned that there was no hardware failure associated with any of the listed doors. The fse installed new micro amp switches on two of the latches for maintenance for the customer. Additionally, all solenoid wiring connections had been reseated, which allowed the hardware to be properly recognized. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door 3 failed. The customer tried to reboot and recover the door, but issue wasn't resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.